Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements and high capture thresholds. A revision procedure was performed and the lead was explanted and replaced. The physician opted to perform a generator change simultaneously to limit infection risk from another procedure in the future. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis.